Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while attempting to monitor a patient, there was a long delay in providing an ECG reading and after a few minutes, the device powered itself off. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.